Event description:
Medtronic received a report that an instant detacher was used to deploy a coil. When attempting to remove detacher, it would not fully release from the back end of the coil shaft.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an instant detacher was used to deploy an axium coil. When attempting to remove the detacher, it would not fully release from the back end of the coil shaft. There were no patient symptoms or complications associated with this event. Additional information received reported there was no patient involved with this event. To resolve the event a new detacher was used without issue. There was no preparation for the detacher. Detacher did not work on first try used new detacher. No attempts were made to detach using the manual method. Prior to non-detachment there were no issues encountered.

Manufacturer narrative:
Product analysis: drawing(s) referenced: dwgs30914 rev. F; dwgs50475 rev. H; dwgs30832 rev. H as found condition: the instant detacher and unknown pusher were returned for analysis within a shipping box; within a resealable plastic biohazard pouch; within an opened instant detacher outer carton and within a second resealable plastic biohazard pouch. Visual inspection/damage location details: the pusher was found entangled with the fully retracted release wire. The release wire was still attached to the proximal pusher segment. A portion of the pusher was found to be extending out from the instant detacher cap (figure d). An attempt was made to pull the pushwire segment out from the instant detacher; however, the pushwire was found to be stuck. The instant detacher was taken apart to evaluate the components. The actuator interface was found kinked within the instant detacher cap hole (figure e). The actuator interface was pulled out against high resistance. The surface around the bottom inner diameter of the instant detacher cap appeared to be damaged and chipped (figure g). The coin was found retracted out of the lumen. The shield coil was found intact, and the implant coil was already detached and not returned for analysis. Testing/analysis: the coupler tube outer diameter (od) was measured to be 0.0160¿ at the undamaged section and found to be within specification (specification: 0.0160¿ ± 0.0002¿). The outer diameter of the actuator interface was measured to be 0.01195¿ which is within specification (specifications: 0.01200" ± 0.00035"). The inner diameter of the cap hole was measured to be 0.0146¿, which is within specification (specification: 0.0145¿ ± 0.0010¿). A new in-house coil was used for detachment testing. The implant was detached on the first attempt with no issues, and the new actuator interface exited the cap hole after the detachment with no issues. Conclusion: based on the device analysis, the customer report of ¿pusher stuck in instant detacher¿ was confirmed. The cause of the pusher stuck was found to be due to the bent/kinked actuator interface within the instant detacher, causing the actuator interface to not exit the cap after detachment. The cause of the bend/kink could not be determined. The instant detacher successfully detached a new coil with no issues and the failure was not replicated with an undamaged device. The instant detacher cap hole was found chipped, likely due to the attempts to remove the actuator interface after the part became stuck. The chipping did not cause any issues during in-house detachment testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.